Manufacturer narrative:
The insulin pump was received with intermittent up arrow button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that keypad on insulin pump was unresponsive even after battery change. Customer was advised that insulin pump would need to be replaced. No further information provided.